Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise and inappropriate therapy experienced was confirmed via review of stored electrograms. The device was tested manually on the bench and no noise was observed during manipulation of the header and leads. The device was tested in the automated test equipment system and no device anomaly was detected. The cause of the reported noise could not be determined.

Event description:
It was reported the patient received several inappropriate shocks due to noise sensed as it was ventricular fibrillation. The device was explanted.